Event description:
The physician treated the patient with antibiotics due to an infection. The patient's infection has reportedly cleared.

Manufacturer narrative:
The devices remain implanted in the patient and will not be returned for evaluation.